Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g1 contact person ¿ mfg site, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was not able to reproduce the problem stated by customer but was able to confirmed in the logs. Found error code 137. Per service manual video generator needs to be replaced. The fse disassembled the unit removed and replaced video generator board, reloaded software and performed a full pm functional and calibrations per manufacture specifications, unit has passed all test and is now ready for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was alarming or showing fault code 137. There was no patient involvement. No harm occurred.